Event description:
It has been reported to the co that while attempting to place a stent the guide wire would back out and at one point, the distal 4-6 inches of the wire broke off. The fragment was retrieved by the use of a snare. The wire was replaced and the procedure was completed with no harm to the pt. It is unknown if the device is to be returned as it is being retained by the account.